Manufacturer narrative:
The reported guide wire was received for analysis. Examination of the guide wire revealed it to be fractured near the distal end of the spring tip, and the spring tip was found to be engaged in a non-csi intravascular ultrasound catheter. Examination of the remaining shaft did not reveal any additional damage. Examination of the proximal section of the guide wire revealed it to be damaged and deformed. Further examination of the ivus catheter and guide wire access port did not reveal any damage that would have contributed to the reported event. Scanning electron microscopy analysis of the guide wire fracture faces revealed ductile torsion. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the guide wire fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached. Advancing the intravascular ultrasound catheter over the viperwire guide wire was difficult and the wire became caught in the catheter. The wire and catheter were removed together, and the wire was noted to be knotted. The tip of the wire was found to be detached and caught inside of the catheter. The patient was stable following the procedure.